Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that the wire on her right side poked through her skin on 2 day prior to this call. Erosion was reported. The patient didn¿t know that those components were in her body as she stated that she had a trial about five years ago and it was not successful so she didn't go ahead with the full implant. The patient found out on the morning of this call when she called health care provider (hcp) office that there were two wires placed for the trial and that they were not removed. The patient was directed by hcp to be seen as soon as possible to avoid infection. The earliest she can be seen was thursday. The patient was to decide whether to seek urgent or emergence room(ER) to be medically assessed. The patient stated that her husband tried pulling it out some however they stopped. The patient then mentioned that she has been feeling pain at the site for years and that it looked like a pimple had formed. The patient experienced pain at the lead right side. Additional information received 3 days later indicated that patient had a x-ray a day prior a day prior to this call and it showed that the lead wire was deep in the body, thus it will require anesthesia to remove. It was about 3 inches of the lead wire was stuck out of her body. The patient mentioned she could see the beads. The patient stated she could not afford the surgery. The patient was not sure why hcp left the lead wire since the trial didn't work. The patient also inquired if it can be clipped off and if the edges containing metal would hurt her. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received from the consumer reported the lead was sticking against the patient's skin all the time. After hurting for years in one spot, it got worse. The patient had lost a bunch of weight and then the lead popped out of their body. The x-ray taken in (B)(6) 2015 reportedly showed that the lead was wrapped around the patient's spine. No further information was reported. An additional follow up report will be sent if additional information is received.

Event description:
Additional information reported that patient hasn't had the leads removed yet but did have them snipped (no date provided). Addition information received eleven days later indicated that patient still had concerns regarding their device or therapy but was working with health care provider or manufacturer representative.